Event description:
It is reported that the pt was revised for loosening, wear, and cysts.

Manufacturer narrative:
Eval summary: no product or x-rays were returned for review. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a corrective action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for add'l info regarding the corrective action taken. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened.